Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Device evaluation: visual analysis of the returned device identified, crease flat, voids in the gel observed after autoclave and overweight (even though the device is currently overweight, it is not considered a workmanship since all units of the weight report attached are within specification when released in the manufacturing process). Based on the device analysis the final assessment is: none were observed openings on the device or issues related with the complaint (rupture). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side rupture, ¿axillary palpable lump" and "small amount of fluid extracapsular fluid¿. Device has been explanted.